Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed a char between the dome and the second electrode. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with foreign material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus, or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an inorganic material. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. Internal action is being followed to reduce the occlusion failure modes. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After a successfully completed pulmonary vein isolation (pvi) procedure without any patient consequences, the physician pulled out the qdot and noticed charring on the catheter tip electrode. There was no patient consequence. Additional information was received indicating there were no error messages. No issues related to temperature or flow. When the physician pulled the catheter out they noticed char. The physician reported the charring was considered not to be excessive, however, the doctor estimates the risk to the patient to be increased. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31559815l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 18-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After a successfully completed pulmonary vein isolation (pvi) procedure without any patient consequences, the physician pulled out the qdot and noticed charring on the catheter tip electrode. There was no patient consequence. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 9-jul-2025, additional information was received indicating there were no error messages. No issues related to temperature or flow. When the physician pulled the catheter out they noticed char. Then they used a new one. The patient was anticoagulated above 300, it was maintained during the case. Heparinized normal saline was used. Correct catheter settings were selected on the ngen generator. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician reported the charring was considered not to be excessive, however, the doctor estimates the risk to the patient to be increased. Based on this new physician¿s opinion, the event was reassessed as an MDR reportable malfunction.